Event description:
Falsely elevated glucose results were obtained on a patient sample. The patient result was not reported to the physician. The test was re-run on an alternate dimension vista instrument and a lower result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated glucose results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose result is sample integrity caused by an aliquot probe drain overflow. The siemens healthcare diagnostics technical service center representative directed the customer to perform maintenance activities to clean the aliquot probe drain. Subsequent qc was within range. The instrument is performing within specification. No further evaluation of the device is required.